Manufacturer narrative:
The reported event of inability to interrogate was confirmed, while the reported event of premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and the titanium case. The device was cut open to enable further testing and the battery was revealed to be in normal range. A feedthrough leak test was performed, which indicated a device hermeticity breach. This is consistent with the feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During a clinic follow-up, the device was unable to be interrogated using a magnet. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.